Manufacturer narrative:
Device evaluated by MFR: as received, the specimen consists of one-1each clinically used, damaged 190-014 gw, short taper; returned coiled, loose and double-bagged within ¿zip-lock¿ style poly biohazard pouches. No other original packaging or other devices involved in the reported event is included. The specimen presents several bends/kinks of varying severity and frequency scattered over the length of the device. The distal coil presents indications of coil displacement distally from the proximal coil-to-core solder joint resulting in a 0.40mm stretch immediately distal of the solder joint. No other damage or inconsistencies are noted to the specimen. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in a vessel in the lower leg. A 0.014 190cm thruway guide wire was advanced to the lesion however it was noted that the wire had separated from the transition point. Upon removal of the device, the guide wire was separated again. The physician felt like the wire might have hang up and stretched the plastic off the wire upon pulling the device. The guide wire was successfully removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was better.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in a vessel in the lower leg. A 0.014 190cm thruway guide wire was advanced to the lesion however it was noted that the wire had separated from the transition point. Upon removal of the device, the guide wire was separated again. The physician felt like the wire might have hang up and stretched the plastic off the wire upon pulling the device. The guide wire was successfully removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was better.